Event description:
It was reported that the battery of the external pulse generator (epg) depleted and provided no output while connected to the patient. The patient suffered a temporary cardiac arrest, and recovered. The epg was returned for service. No further complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.